Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question, which appeared visually as positive, with a pinhole present in the lower right-hand corner of the image.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly compatible crossmatch outcome on a galileo echo instrument.